Manufacturer narrative:
The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was a mass and breast reconstruction. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a "mass." The mass was surgically removed. Device has been explanted. This record is for the right side.